Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Review of the black box data revealed evidence of a voltage drop on (B)(6) 2015 at 07:43. The pump powered on using the returned battery cap. The returned battery cap was able to be fully tightened to the pump. The current draws were measured and found to be within the required specifications. A battery compartment crack was observed in thread area. There was evidence of moisture contamination inside battery compartment and the battery compartment was noted to be cracked. A leak test confirmed moisture leakage into the battery compartment at the site of the battery compartment crack. There was no evidence of excessive pump temperature duplicated during the investigation. The pump was opened for further investigation and did not show any evidence of damage, defect or contamination of the pump¿s interior components. Unrelated to the original complaint, the display was noted to be dim/faded and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a temperature (temp - moisture ingress w/ dmg) issue; damaged battery compartment and exposed to pool/hot tub. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.